Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This report was reported in error. Please see MFR 3004753838-2019-112660 for the original reporting of this event.

Event description:
Subsequent to the initial MDR, it was determined that the report was a duplicate submission.